Event description:
Our (B)(4) affiliate reports, on (B)(6)2010, a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Contacted them to report an adverse medical event. The pt reported experiencing pain and difficulty opening both eyes (ou) on (B)(6)2010. The pt reported presenting to a hospital on the same day, being diagnosed with a bacterial corneal ulcer each eye, instructed to d/c contact lens wear, prescribed hyalein drops for 2 months and to return for f/u in 2 months. This report is to document the event in the right eye. On 09/21/2010, the treating eye care professional (ecp) was contacted to obtain additional information. The ecp confirmed the pt presented for three outpatient treatments and "presumed that the pt recovered" but refused to provide any additional info without the pt's consent. An interview has been scheduled with the ecp (B)(6)2010 to obtain additional info. On 09/21/2010, the pt's spouse was contacted and indicated the pt's "eye is fine at the moment." No additional info is available at this time. The lot number of the product in question is unk. The product in question is not available for return. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.